Event description:
Patient - deployment issue: our rep is reporting to us that during an arthroscopic meniscal repair with the use of omnispan, the surgeon experienced a series of events that resulted in a questionable repair. It appears that 3 appliers and 4 fasteners somehow failed to deploy properly: initially the 1st fastener of the two fastener fixation device deployed correctly, however, the 2nd fastener would not advance when the surgeon pulled the red trigger. Another "fastener fixation device" was employed with the exact same results. A third "fastener fixation device" was used, and again, the 2nd fastener would not advance, however, this time the inserter needle became stuck or entangled in the joint; the surgeon, in an attempt at retrieving the needle, opened the locking mechanism on the applier causing the needle to come away from the coupler and fall into the joint space; the needle was easily removed with graspers. A 4th fastener device was introduced, and, neither of the two fasteners deployed. At this point, the surgeon concluded the procedure with questionable repair integrity. During this series of failed attempts, the surgeon used 3 omnispan appliers, however, it is not known at which point in the process that the surgeon switched from one to the other. Three appliers and 2 fasteners are being returned for evaluation. The surgeon has performed 25-30 meniscal repairs with the use of omnispan: in this particular case, the surgeon states that; space was a little tight, had good visualization and had a straight path to the repair sight; the surgeon further states that the triggers on these 3 appliers tactually did not feel correct. Also see associated mdrs 1221934-2011-00353, 1221934-2011-00354, 1221934-2011-00355, 1221934-2011-00357, 1221934-2011-00358 and 1221934-2011-00359

Manufacturer narrative:
The complaint device is not being returned, which precludes conducting an evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.